Event description:
The customer reported that the table will not move. They tried rebooting with no luck. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep advised the customer to reset the breakers, reboot the sys and function check. Later, the workstation communication fail error message returned. The rep rebuilt the workstation electronics cabinet and reformatted the hard drive. He also reloaded the software, calibration and configuration files. The sys operates as intended.